Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a routine appointment for mapping and a change was detected on the right side. The mother reports edema that appeared 8 days after surgery, and also reports a supposed fall over the implant region a few days after the edema appeared. Reimplantation surgery has been recommended.

Event description:
The user attended a routine appointment for mapping and a change was detected on the right side. The mother reports edema that appeared 8 days after surgery, and also reports a supposed fall over the implant region a few days after the edema appeared. Clinical support has recommended re-implantation as it appears the array is affected by wire breakages. No information about further steps have been reported.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma seems likely. In addition, the recipient suffered from an edema at the implant site seven days after implantation surgery, which is a known side effect of otologic surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation was recommended but no further information has been made available.